Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/segmental resection, after checking the opening and closing of the jaws, it was confirmed that the status indicators of the handle, the adapter and the cartridge illuminated all green in the display screen. The device was used for the firing however the reload fired only the proximal site. Another reload was used but the same event occurred. The procedure was completed with another device. There was no patient injury.